Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq1679 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported when taking accucath out of the package (B)(6) 2020 on the night shift, the protective cover over the needle is not attached, presenting injury risk for staff.